Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor issue. The customer's blood glucose was 22.7 mmol/l at the time of call. Sensor is placed on the right side and customer has a lot of scar tissue. It was reported electrode was not visible when sensor was removed. Advised sending two replacement sensors. The product will not be returned for analysis.